Event description:
Per the audiologist's report, this patient was experiencing an intermittent shocking sensation and a decrease in performance. An xray revealed that the electrode array had migrated out of the cochlea and the ball electrode was resting on the implant antennae coil. The surgeon explanted the device in 2007 and reimplanted the patient with a new device.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.